Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up and down keypad buttons were under-responsive. In addition, the reporter alleged moisture in the pump; however, the reporter did not specify the exact location of moisture. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/27/2016 with the following findings: visual inspection revealed that the keypad cover was intact and all keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The complaint of a button response issue could not be duplicated on investigation. Leak testing revealed a leak at the audio bolus button. The audio bolus button cover was found to be damaged. The bolus button remained responsive during investigation. The pump casing was opened and no defects were found to the keypad flex. No further moisture was found. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.